Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and was unable to charge the pump which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Blood glucose was between 136-156mg/dl.